Manufacturer narrative:
(B)(4). Date of event is unknown. Batch r59f20. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned with 3 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy, the cartridge could not be loaded into the jaw at the first firing. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. After the procedure it was found that the cartridge pan was detached from the cartridge when the sales rep checked it. No further information is available.